Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in (B)(6) of 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd (B)(6). Ongoing post market surveillance is conducted per our procedures for this product.

Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "isolated acetabular revisions of articular surface replacement (asr) xl implants with highly porous titanium cups and delta bearings" written by francesco castagnini, federica mariotti, enrico tassinari, barbara bordini, federica zuccher and francesco traina published by hip international (accepted by publisher on 10 june 2019) was reviewed. The article's purpose was to provide assessment of outcomes of revision surgeries involving removing asr xl implants and replacing with non-depuy products during revision surgery. Data was compiled from a total of 18 patients. It is noted the stems were left in situ (depuy stems identified along with non-depuy stems in various figures). This complaint captures the reasons for asr xl implant removal and post-revision complications that can be possibly related to any depuy femoral stems. The article provides a list of 18 patients without identifiers in table 2 to measure cup (non-depuy) angles but also provides leg length discrepancy (possibly depuy or non depuy) without identification of products utilized for femoral stem. Figure 2 provides CT images of (B)(6) year old female with asr xl implant and non depuy stem with pseudotumor mass . Cross reference to narrative description page 3 paragraph 4 provides information that all patients were diagnosed with intraoperative findings of metallosis (no mention of debris), synovitis, soft tissue lesion, abductor hypotrophy, capsular discontinuities, gluteal partial tendon lesions, and figure 2 included resection of pseudotumor along with morselized bone allografts utilized to fill the cavitary defects. Figure 3 provides radiographic imaging to show "multiple signs of osseointegration" with identified corail stem (a and c depict stem with asr xl construct which was removed but stem left in situ) in caption description and no adverse event noted in caption description. Figure 4 provides CT images of (B)(6) year old female with primary asr xl implants and proxima stem (left in situ at revision surgery) who received morselized bone grafting and was the revised cup (non depuy) was successfully integrated. Depuy products: asr cup, asr head, asr sleeve, corail stem (1 identified), proxima stem (1 identified). Reasons for revision: aseptic cup loosening. Elevated blood ion. Pain. Progressive osteolysis. Pseudotumor. All patients noted with metallosis, synovitis, soft tissue lesion, abductor hypotrophy, capsular discontinuities, gluteal partial tendon lesions. Generalized adverse events post revision: leg length discrepancy. Infection (treated by oral antibiotics).